Manufacturer narrative:
The cartridge was not returned for evaluation. The provided dvd was reviewed. The lens and the cartridge preparation are not shown. The cartridge tip comes into view with the lens already advanced to the parting line. No viscoelastic is observed coming out of the cartridge tip. The tip is inserted into the incision with difficulty. After 15 seconds of applying force, the tip is finally pushed into the eye. The lens is advanced. Once the lens is delivered a large scrape mark is observed near the periphery on the posterior surface. The damaged area appears to be what the customer interpreted as foreign material. Attempts to remove are observed. The lens was cut and removed. A second lens was implanted. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and viscoelastic. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on review of the dvd and the returned iol, the reported foreign material is optic surface damage. A large scrape mark with material removed is observed on the posterior surface after the lens is delivered. This damage was verified on the returned iol. Scrape damage to the lens material can have a grainy, white appearance due to the material properties. This can be mistaken for foreign material. The scrape is on the periphery and the damage is from front to back (travel path). The lens and the cartridge preparation are not shown on the dvd. The observed damage has been observed historically and recreated through testing. The damage typically occurs with inadequate viscoelastic coupled with rapid advancement through the cartridge. The initial advancement was not shown. Difficulty was observed during the cartridge tip insertion. It appears the incision is too small. After 15 seconds of applying force, the tip is finally pushed into the eye. This may have been a contributing factor to the lens damage. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the surgeon noted foreign material on the iol after it was placed in the eye. He attempted to remove it by irrigation and aspiration, but was not successful. The lens was cut and removed and another lens was implanted instead.